Event description:
Info received indicates the bed has no power. The bed is not equipped with CPR and the head of the bed is stuck in the up position. No injuries.

Manufacturer narrative:
The tech found the nurse control panel was not working. The tech replaced the nurse control panel to repair the bed.